Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering oxygen as designed. The device was not in patient use. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending moudle board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering oxygen as designed and the oxygen blending module board needed replaced to address the issue. The oxygen blending module board did not need to be replaced. The device was re-calibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilators's was not delivering oxygen as designed. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.